Event description:
It was reported that during an insertion of extracorporeal membrane oxygenation (ECMO) circuit procedure in the left groin, one end of the graft was connected to the femoral artery and the other end was connected to ECMO circuit. Once blood began flowing through the graft, the graft began weeping blood as if it was not pre-clotted. The pt had to be transfused with 4 units packed red blood cells, 1 fresh frozen plasma, 5 units cryo, and 1 pheresed unit platelet in order to maintain hemodynamic status post operatively. Gel-foam, a weave and tegaderm were used to try to get the bleeding to stop. The pt has a definite coagulopathy and is having trouble clotting any areas, including suture holes. No heparinization was on this pt. The procedure was completed with this device and the device remains implanted.

Manufacturer narrative:
The device remains implanted and will not be returned for evaluation. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will, however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. A medical opinion confirmed that it is not unusual to have a certain amount of weeping for pts under extracorporeal assistance of any sort, especially with a well documented coagulopathy like in this case. Following our investigation, based upon the above, our conclusion to the most probable root cause cannot be determined at this time. Method: the device history records for the batch were reviewed. This review confirmed that the device was a collagen coated device and that all pieces in the lot were within specification for permeability. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar or other incidents against this batch. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. (B)(4).